Event description:
User misused the fc1 female condom. User used fc1 for anal sex and was unable to remove the device (sheath and inner ring). User went to emergency room to have device removed. User released from emergency room (not hospitalized). The device was not torn. His tissues were not damaged. Minor irritation from the removal process.

Manufacturer narrative:
Please contact (B)(6), if additional information required.